Manufacturer narrative:
(B)(4). Medical products: nexgen femoral component catalog # 00595001601 lot # 63178828, nexgen articular surface catalog # 00597604010 lot # 63568948. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00297, 0001825034-2019-04177. Remains implanted.

Event description:
It was reported patient has been indicated for revision procedure approximately nine months post-implantation due to stiffness. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The device will not be returned to the manufacturer, as it remains implanted. Device remains implanted.

Event description:
From additional information, it was reported that the femoral and tibial prosthesis was implanted during initial procedure. Revision procedure has occurred. No parts were removed during procedure.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.